Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose reading issue with the abbott diabetes care (adc) device was reported. The customer received unspecified lower sensor scan results compared to unknown results obtained on an unknown device. Customer noted a diagonal downwards trend arrow which indicates glucose is falling (between 1 and 2 mg/dl per minute). Customer did not experience any symptoms and treated themselves with oral sugar and chocolate. Customer obtained a glucose reading of 280 mg/dl on the competitor brand meter and treated themselves with rapid insulin (dose, unspecified) as a corrective treatment. There was no report of death or permanent impairment associated with this event.